Event description:
It was reported after use the bd vacutainer® edta 2k experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: the customer stated "hemolysis occurred in tubes for glucose and blood count. This customer is a regular user of bd products and there seems to be no problem with manipulative techniques.¿

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-26. H6: investigation summary: bd received 1 photo depicting empty edta tubes along with 20 samples for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed, and this is the only complaint received on this lot number for the reported defect. The reported condition of hemolysis in edta sample types for cbc analysis is contrary to whole blood sample requirements for this specimen requirement.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® edta 2k experienced hemolysis (e.g. Blood sample). The following information was provided by the initial reporter: the customer stated "hemolysis occurred in tubes for glucose and blood count. This customer is a regular user of bd products and there seems to be no problem with manipulative techniques.¿